Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? - no information. Did the patient undergo any preoperative radiation or chemo therapy? - no information. Was buttressing material used? - no information. What is meant by ¿jaws bent over¿? - the jaws were bent. Were any unusual sounds noticed during firing sequence? - no information. Were there any issues opening device? - no information. Was the issue with the device the reason for the conversion to a miles procedure or were there patient factors? - no information. Will the device and reload be returned? - yes, one psee60a and one ecr60g will be returned. What is the current patient status? - no information.

Event description:
It was reported that during a laparoscopic low anterior resection, the jaws bent over when the staples were deployed on very thick rectum. Additional hand suture to the cut end was performed and the operation was completed to a miles operation.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to malfunction. Additional information requested and received: please clarify, was the original intent to complete the procedure as a miles procedure or was it converted due to a perceived issue with the stapler? The original intent was to complete as a miles procedure. Additional information received: the deployed staples were unformed. - the rectum was resected with another device. - the operation was completed to a miles operation as intended.

Manufacturer narrative:
(B)(4). Batch # p56a0j. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and with an ecr60g cartridge reload loaded on the device. The reload was received unfired. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.